Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the edges on the tracheostomy tube near the fenestration are very sharp and "scratchy." There was no patient harm reported and no required intervention reported.